Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) charger was unable to communicate with the ipg. A replacement charger did not resolve the issue. Additionally, the patient's programmer displayed zero hours of stimulation usage recorded. The patient stated stimulation was used constantly. In turn, the patient underwent surgical intervention. Further intra-op testing confirmed the charger was unable to communicate with the ipg. As a result, the physician explanted and replaced the ipg which resolved the issue.